Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure (date unknown), using a pinnacle anterior/apical pfr kit, there was no difficulty with the dissection, but the needle detached from the left mesh leg assembly, outside the pt. The physician then removed the sheath, and used the capio device to place a 2-0 ethibond suture two finger-breadths from the ischial spine at the most proximal aspect of the sacrospinous ligament. He then cinched the leg assembly down to this, but made sure not to tighten the suture. The pt presented with some pain in the posterior aspect of her leg one week after the procedure. Per the physician, she had no perineal tenderness and no evidence of weakness; no gluteal muscle tenderness, but tenderness on the bony prominence. Orthopedics was consulted and she was felt to have sciatica, which the physician thinks may be correlated to the pinnacle mesh, or to the procedure to place it. She has some urinary retention even though no sling was placed, and has had an intermittent catheter placed. The physician opined that this retention is from the mesh being too tight. The pt has had to utilize pain medication (type unknown) for two weeks, and states that she has constipation. She states that at first she will have a sensation of "stuff falling out," but then states that the cystocele pressure is better. Physical exam showed that she has no neurological instability but some "strait leg raise." She has no loss of sensation on the perineum or the vulva. There is no reproducible pain in the leg with palpation of the insertion of the mesh on the left sacrospinous ligament. There is no further info currently available about this event.